Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause was provided. Align clinical team reviewed the initial scans revealed the patient began treatment with severe crowding, and extractions of first premolars in both arches were performed to facilitate alignment. In the first treatment plan, tooth 4.5 was programmed for 1.5 mm of extrusion and 18.4 degrees of rotation, while the second plan reduced these movements to 0.6 mm of extrusion and 4.7 degrees of rotation. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reports that the patient had unexpected tooth loss (4.5). It is unknown if the patient required medical intervention or if medications were prescribed to alleviate the reported symptoms. No additional information is available at this time.

Manufacturer narrative:
Additional information was received. Event or problem and relevant tests/laboratory data updated.

Event description:
The treating doctor confirmed that tooth 4.5 was not expected to be lost or extracted during the course of treatment. Also does not believe that the medical or pre-existing conditions could have contributed to the outcome. However, the physician could not definitively exclude the possibility that the use of the aligner may have been a contributing factor. Despite two courses of periodontal therapy and antibiotic treatment, suppuration persisted. Following clinical evaluation, the tooth was deemed non-restorable, and extraction was scheduled. The patient was referred to a periodontist for further management. The patient subsequently discontinued use of the product.